Event description:
Information was received indicating that during testing the pump exhibited "high pressure." Lens damage was also reported. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the rear top seal was missing upon receipt. Error codes for high pressure and no disposable were found in the device event history log. The customer reported problem of lens damage and high pressure at testing, was duplicated during the investigation. The lens was damaged and fluid ingression was found on the downstream sensor which caused the alarm. Root cause for the reported event is unknown and could not be determined. Recommended actions include replacing the lens and downstream sensor. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.